Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process and stopped working. The blood glucose reading was 4.8 mmol/l. The caller stated that the battery was removed and reinserted, and the insulin pump alarmed no delivery again. Upon troubleshooting, insulin did exit during a manual plunger push. The caller was unable to full rewind the insulin pump. She stated that she was pressing the act button, but the piston did not move. She was advised that the insulin pump be replaced. The device also alarmed battery out limit, which was indicative of normal device behavior. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.